Event description:
On (B)(6) 2012, pt reported none of the buttons on the infusion device would respond to press. He inserted a new battery and battery cover and verified the key-lock feature was not activated, but this did not resolve the issue. The buttons do not remain flat after being pressed. The infusion device was not dropped on a hard surface within the past 48 hours. The infusion device did not produce an audible sound when the buttons were pressed. Pt switched to his backup infusion device, and the primary infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
.